Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of this malfunction as there is no patient involvement.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and visual inspection found signs of repeated use (nicks or gouges). The anterior section of the post feature has fractured off, all pieces were returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.